Event description:
It was reported that when using the bd pyxis¿ medbank, the cabinet remained closed and there were discrepancies in the proof of quantity on the profile. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a configuration issue. A technical support specialist collaborated with the pharmacy to rectify the items, and no further issues were identified. The system functioned as intended after the technical support specialist verified the device.